Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far field oversensing. Technical services (ts) was consulted and reviewed the reports with the healthcare professional (hcp). Ts recommended further evaluation with a local company representative. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.